Event description:
Operative procedure: removal of tsrh instrumentation l5-s1; decompressive laminectomy l4 with bilateral foraminotomies l4-5; posterior lateral arthrodesis l4-5; pedicle screw instrumentation with tsrh instrumentation l4-5 and harvesting bone graft from right posterior iliac crest. Procedure: with the pt prone on the operating table under general endotracheal anesthetic, the back was prepped with betadine and alcohol square drape covered the steri-drape. Midline incision was made extending up to the upper lumbar levels and down into the sacrum. Facility then, with sharp dissection, exposed the lower lumbar region with the previous fusion of l5-s1 over the spine of l4 and l3. Facility worked the dissection out laterally until facility was able to expose the instrumentation and also the transverse processes of l4 and the lateral fusion mass found at l5 and s1 which was good and strong and actually good solid, thick wall of bone on the lateral side. Having completed that, facility then removed the pedicle screws of l5 and the bars in the upper part of the pedicle screws of s1. Facility completed the decompressive laminectomy of l4, working the way laterally, insuring wide foraminotomy was present on both sides. In fact the nerves were really quite free on both sides and there wasn't a great deal of compression on them. There was, however, tremendous amount of instability of four on five and the verterbral body moved around quite markedly with that. Facility then directed the attention to the right posterior iliac crest where they harvested autogenous bone. That wound was closed immediately after hemostasis was achieved with bone wax and gelfoam. Facility then came back to the lumbar wound and decorticated the transverse processes and lateral portions of the body and pedicles of l4 and the upper part of the fusion mass of l5. Facility packed the autogenous morcellized bone graft into this on both sides and then placed 7.5cm x 5.5cm screws into the previous drill holes in the l5 verterbral bodies and facility placed 5.5cm x 6.5cm diameter screws into the pedicles of l4. These were connected with a bar. Remaining locally harvested bone was then packed laterally. The wound was copiously irrigated with antibiotic solution and then the retractors removed. Muscles and deep fascia were closed with 0 vicryl subcutaneous tissue with 3-0 vicryl and the skin with staples. Estimated blood loss 1500 to 2000 cc of blood, replaced with two units at the time of surgery. The pt tolerated the procedure well. Pt awoke in recovery room moving all the muscle groups in their lower extremities and already had good relief of pain in their left leg.